Manufacturer narrative:
Philips service provided a temporary workaround with a wired footswitch. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the wireless footswitch failed and was replaced with a wired footswitch on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.